Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer experienced elevated blood glucose level of hi; treated with pen injection and called ambulance. Caller stated patient was hospitalized with dka and treated with antibiotics, sliding scale, insulin drip and a fluid drip. Caller alleges adhesive of infusion set had come unstuck and cannula had come out of skin which resulted in interruption of insulin delivery. Alleged infusion set has been discarded; no product will be returned.